Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was found to exhibit scratch marks/abrasions on the orange plastic section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly .05 x .041¿. There was material missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the monopolar curved scissors instrument had gashes near the distal tip with orange showing through the grey sheath. There was no report of patient involvement.